Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the reported issue (expiration warning, displayed on the screen) and replaced the safety disk during preventive maintenance (pm). The stm completed the pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed a safety disk expiration warning on the screen. There was no patient involvement, and no adverse event reported.